Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, lymphadenopathy and lymphoma-alcl-suspected and are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "swollen lymph nodes, abdominal pain, stress, headache, breast swelling, rashes, anxiety, shock, depression, emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, and disfigurement.¿

Event description:
Patient representative reported right side swelling, beginning about 9 years following implant. Fluid was extracted and cytology confirmed alcl. Pathological markers were not reported. Additional symptoms included ¿swollen lymph nodes, abdominal pain, stress, headache, breast swelling, rashes, anxiety, shock, depression, emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, and disfigurement.¿ the device has been explanted. The events of depression, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, headache, rashes, and abdominal pain are not related to the device.